Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture (loc). The patient reported symptoms of fatigue, lightheadedness, dyspnea and presyncope though it was confirmed the patient had not experienced syncope; an underlying rate was reported at 37-45 bpm. A revision procedure was subsequently performed wherein the patient's implanted system was explanted and replaced. No adverse patient effects were reported.